Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for routine generator changeout. Upon interrogation, it was found that the patient's right ventricular lead was exhibiting high pacing impedance. The lead was extracted and replaced. The patient was stable.